Event description:
Customer reported device used in the lab only, no longer function. This is report 1 or 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the gear was identified as broken due to normal wear. The gearing was replaced and device returned to customer on 2/1/2013. Placeholder.